Event description:
The customer reported a system message displayed. The customer called the company technical support specialist (tss). The tss advised the customer to clean the cassette ID sensors and reboot the system. The customer switched out 3 cassettes without a change in the results. The system message would not clear. Multiple attempts were made for more info and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. The pcb was replaced for diagnostic purposes. The company service rep found a lot of bss leakage in the fluidics area. The fluidics area was cleaned. Preventive maintenance was performed. The software was updated. The company service rep reviewed the service findings with the customer. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).